Manufacturer narrative:
The implanted devices are related as nexgen components but part and lot numbers are unknown; therefore, the device history records could not be reviewed and a complaint history search could not be performed. Compatibility of the components also remains unknown. These devices are used for treatment. The surgical notes for the primary tka and revision to add the cement spacer were provided. Primary operative notes state that an external release was performed as the patient had a slight internal instability in extension. The patella was also noted to be low to the joint line. Provisional components were utilized and tested and then the final devices implanted. No statements regarding tracking or functionality of the devices noted. The 1st stage revision notes were reviewed and indicate that the cement spacer was placed. Upon opening the knee, clear serous fluid was found. The femoral, tibial and patellar components were all found to be well fixed. It was reported that the knee itself had good stability. No anomalies noted of the original implants. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause for the infection cannot be determined at this time.

Manufacturer narrative:
(B)(4). Other devices used: catalog #unknown, unknown nexgen articular surface, lot #unknown. Catalog #unknown, unknown nexgen tibial component, lot #unknown. Catalog #unknown, unknown nexgen patella, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised in a two stage revision for infection. The first stage took place on (B)(6) 2016.